Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events this information is based entirely on journal literature. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Please see attached excel spreadsheet for patient/device/conclusion codes. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: when bigger is better: novel use of a 27 f leadless pacemaker delivery sheath for femoral lead extractions.¿ heart rhythm. 2020; 17(1):152-157. 10.1016/j.hrthm.2019.07.001. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. The author indicated that there were three patients who required intervention. The following complications were noted: unspecified lead malfunction, twiddler¿s syndrome, endocarditis/infection, and capped lead removal. The status /location of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.